Event description:
(B)(6) reported that during a trochanteric femoral nailing procedure on (B)(6) 2013, the coupling screw head snapped off while attempting the last few taps of the insertion handle to insert the helical blade. The blade was fully inserted. The locking bolt still needed to be inserted to complete the procedure. The insertion handle was disconnected in order to remove the shaft of the coupling screw still attached to the blade. The locking bolt had to be inserted free hand. The surgeon was able to aim for the hole in the nail and engage the locking bolt but the alignment may not have been as precise into the middle of the nail without use of the aiming arm. Insertion of the locking bolt may have been more oblique and slightly against the edge of the nail, causing the locking bolt to be left proud, approximately 4-5mm. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The given part number and lot number do not match. The provided lot number is for a nail while the part number is for the coupling screw. A second DHR has been requested. Without a valid lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Additional narrative: a device history review was conducted. The review of the DHR indicates there was one mrr (B)(4) for (B)(4) parts out of (B)(4) in which the no go thread gage for thread mj5x0.5-6g goes on the parts. These (B)(4) parts were scrapped. This nonconformance has no relationship to the complaint of screw head breakage since the thread is on the opposite end of the part to the screw head. There were no anomalies which could have caused or contributed to this complaint. All records indicate the product shipped was manufactured to specifications. A manufacturing evaluation was conducted. The report indicates the complaint issue is due to an unknown cause. Isimac manufactured the helical blade coupling screw, part number 357.377, lot number 5658341. The instrument conformed to dimensional specifications at the time of manufacturing with the exception of 4 units being rejected for the threads, these were returned to the vendor and not released at synthes. The hardness was determined to be within specifications per the coc. The hardness was not able to be verified on the complaint part. Based on the specifications at the time of the original manufacturing, the unknown root cause, and the evaluation performed by synthes, this complaint is deemed indeterminate from a manufacturing position. A product development evaluation was conducted. The report indicates the returned device (lot #5658341) was manufactured in march 2008 and is over 5 years old and shows evidence of being used/hammered extensively over that time. The dents around the perimeter of the head indicate that it has been struck off-angle numerous times. The design was reviewed and determined to be acceptable for the intended use and therefore the complaint is invalid with respect to design. Device was used for treatment, not diagnosis.